Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Review of the logfiles could not identify any technical problem. The safety system of the device detected the lost pupil and interrupted the treatment. The user was not able to achieve pupil tracking again and finally aborted the treatment. At the visit onsite, the field service engineer could not reproduce the reported event. No technical anomaly could be identified. The system was successfully verified according to company specifications. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Most likely the patient moved the eye and caused the loss of the pupil duing treatment. (B)(4).

Event description:
Upon additional follow up, the physician believes this occur be due to a handling error.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a laser treatment stopped after one second. Remaining 13 seconds of treatment were not possible to be finished. Laser system showed a message to center new and press pilot beam. After that another message appeared stating that treatment was stopped and flap had to be repositioned. Doctor checked manual to see what could be done to continue treatment. Shutter stop message also occurred. Patient is very disappointed. Upon follow, flap preparation was flawless. Patient is reported to be doing well. Patient will have follow up surgery once laser has been checked out and is working perfectly.